Manufacturer narrative:
Device evaluation by manufacturer: on 03-mar-2018, a field service engineer (fse) confirmed the 101 pressure low error message when reviewing the error log. The fse checked the 2-way solenoid valve and pressure was being lost when activated. The fse replaced the 2-way solenoid valve and performed drain flush. The fse checked the 2-way solenoid valve and was able to hold pressure when activated. The fse proceeded to run quality controls, which resulted within acceptable range. Observed instrument as several rack of patient samples were run without any errors. The g8 instrument was performing as expected; no further action was required by the fse. On 05-mar-2018, the fse contacted the customer for instrument statues and confirmed 101 pressure low error message were being experienced again, but after a drain flush, the customer was able to run all day without any issues. On 06-mar-2018, the fse arrived onsite and confirmed by reviewing the error log 101 pressure low error message was generated by the g8 instrument. The fse proceeded to replace the check valve uptake and check valve purge and securely tightened all fittings to the pump pressure. The fse ran quality controls, which resulted within acceptable range. The g8 instrument was performing as expected; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were two (2) similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to faulty check valve purge and check valve uptake. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting 101 pressure low error message upon start-up on the g8 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.